Manufacturer narrative:
Followup info (B)(6) 2014: customer believes occlusions were related to insulin that had broken down and formed 'sludge.' Tandem technical support discussed with customer that insulin break-down can be caused by heat, agitation and/or reuse of supplies. The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level.